Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3140551, d4. Medical device expiration date: 30apr2027, h4. Device manufacture date: 20may2023, d4. Medical device lot#: 3132727, d4. Medical device expiration date: 30apr2027, h4. Device manufacture date: 12may2023. E.1. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear pre activated prior to use. The following was received from the initial reporter: nsd activates early.